Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received the thoracic grasper instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.

Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .019 x .045 piece missing/sections lifted up. No other damage was found. The damages to the instrument found during failure analysis investigation does not constitute a reportable event; however, the damage to the instrument's black insulation could likely cause or contribute to an adverse event, if the malfunctions were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.